Event description:
Pt was implanted with mirs locking caps, mirs screws, and rods on (B)(6) 2012. Pt returned to the hosp on (B)(6) 2012 complaining of back pain, x-rays confirmed the locking caps on the right side at l5 and s1 backed out again after having a revision surgery on (B)(6) 2012 to retighten and reseat the locking caps. Reportedly a second revision surgery was scheduled on (B)(6) 2012 to remove the mirs system and replace with depuy viper system. This is 1 of 5 reports for the same event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment.